Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of erroneously high na (sodium) and cl (chloride) results on their au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.